Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that there was no stimulation sensation on the left side. It was noted that the day following implant surgery the patient had felt a little bit of stimulation on the left side but since then had not felt any stimulation on the left side. It was further noted that the patient did feel stimulation on the right side. Stimulation was set higher on the right side but the patient should be able to feel stimulation on the left side. Patient was implanted 2-3 months prior to this report. Additional information requested but had not been received as of the date of this report.